Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event where sample from pregnant female who has a previous history of rh negative, was tested on the vision and it produced a 3+ reaction in the d well of the abd/reverse gel card lot # 030220037-06. Because of previous history of group a, rh negative, sample was then tested using tube method, which was negative for d antigen at the immediate spin test using ortho anti-d antisera. However, with weak d testing of sample, the reaction was 3+ at ahg phase. Relevant information: issue started on: occurred on (B)(6) 2020; reported (B)(6) 2020. Reaction grade obtained: 3+. Customer was expecting: neg. Test repeated: yes; using tube method and was positive (3+ at ahg phase). Number of samples affected? One. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? On (B)(6) 2020. Patient clinical history: pregnant female with previous history of group a, rh negative at this facility. Indicated sample was possible tested with immucor reagents and no weak d testing was performed back in 2017. (Unable to provide date/lot# used back in 2017). Product handling protocol: all handled as per IFU. Troubleshooting steps performed by tsc: tsc reviewed the difference in clones used between the anti-d antisera in tube and gel method and possible why testing for weak d in tube is required. Tsc will send copies of articles for weak d testing using difference clones to customer. Next action for customer: customer satisfied with discussion and agree to send sample for molecular testing. Expects no follow up from ortho.